Event description:
(B)(4). I have severe pain in abdomen area,two menstrual periods a month, looks like I am six months pregnant (we call this ebelly), hair falls out, insomnia, hurts with intercourse, been to hospital several times for this.